Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample was returned within a generic plastic bag. It consisted of a pd catheter which was received cut in 2 parts and presented signs of use. After visual inspection, a curve or irregularity on the tubing was found with a hole. During functional testing (underwater test), bubbles were detected coming out from the noted hole on the tubing. The customer does not report any device defects, but rather a peritoneal infection which was found after 5 years after initial placement. As per the instructions for use (IFU), it is necessary to perform a visual inspection before operating the device. Do not use the catheter or components if they appear damaged or defective. Do not use acetone, alcohol, or any solution containing alcohol on any part of the catheter. Exposure to these agents may cause catheter damage. The IFU considers infection and peritonitis as a potential late complication, inherent to this medical procedure which does not have immediate relation with the device performance. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation that may have led to the catheter deformation encountered during the sample evaluation. As per procedure, manufacturing performs 100% visual inspection at the final stage of production, including nicks, cuts or blemishes that do not meet drawing specifications. Therefore with the evidence provided, the relation to this event with the manufacturing operations is not applicable. The most probable root cause for the device condition encountered during the sample evaluation can be due to use of chemical agents, proximity to heat sources or manipulation. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the patient developed peritoneal infection 5 years after initial placement. The catheter was pulled and replaced with a new one.